Event description:
Pt received IV igg per catheter over 5 1/2 hrs without incident. 45 min later he developed swelling, redness, increased warmth and tenderness in a 2 1/2" perimeter of his catheter site (right lateral thorax anterior - 2 1/2" inferior to nipple line). Later it was determined via portagram that the tubing had become detached from the port access device.